Event description:
It was reported when the device was used during a pulmonary lobectomy, the staple line was incomplete resulting in loss of approx 500 cc of blood. The pt did not require any blood products. There were no other pt consequence.